Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for this event. The patient was treated with meropenem injection (250mg each exchange, ongoing) and vancomycin (1g, every 5th day, ongoing) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovering for peritonitis event. It was reported that patient retraining was ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized due to peritonitis 21 days after the event onset. On an unknown date, the pd catheter was removed, pd therapy was discontinued, the patient was switched to hemodialysis (twice a week). Antibiotic treatment was discontinued, the patient was discharged from the hospital, and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.